Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the sales representative was in the room. The procedure took place with no event. After the procedure, the patient had blood in their vomit. The surgeon reentered laparoscopically to take a look. The stapleline was fine. The surgeon then decided to transfer the patient to a local hospital. The rep had a meeting with the surgeon on (B)(6) and was told the stapler was not the problem. He products were samples from the rep and no other products of these types are at the hospital. No information on patient current status. No reinforcement material was used.